Event description:
It was reported that this doctor using the arrow autocat intra-aortic balloon pump experienced continual helium loss alarms during the time this iab was being pumped. As augmentation was also poor, the iab was removed and replaced. There were no further reported difficulties or patient complications.